Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had an issue with where they were going to be followed up and noted that the physician made a mistaking placing the device. The patient complained of a perforated valve and acid in the stomach. The patient noted that a boston scientific representative was notified. No additional adverse patient effects were reported.

Event description:
After further investigation, it was not possible to confirm the lead was a boston scientific product as the brand name or model#/sn# was not available. Boston scientific received information that the patient's reported issues were not the result of implanted products. The patient was dissatisfied with the quality of medical care by the physician. The patient is receiving medical care at another facility. No additional information was available.